Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. However, the operating currents are within specification and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had a missing end cap sticker, cracked reservoir tube, cracked case at the display window corners, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump changed menus. The customer's blood glucose level was unknown at the time of the incident. The customer's insulin pump was tested but the test results did not pass. The customer sent the product back for analysis.